Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etuf2514c102e, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. It was reported that the patient presented emergently 4 months later with right leg pain. A CT scan showed occlusion from the renal arteries does to the common femoral artery, with the fem-fem bypass also occluded. The patient was taken to or for declotting of the graft the following day and for implantation of a stent graft down to the external iliac to land in the previously placed limb stent graft. After this procedure, the patient has patent flow and good pulses. As per the physician, the cause of the event is anatomy related. It was noted that on previous scan it was observed that there was stenosis of the external iliac and this was considered as the reason that this area was affected in occluding the stent graft. No additional clinical sequelae were reported and the patient is fine.